Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when the patient first got the ins, they were a "poster child for the ins" and would tell everyone how wonderful it was in (B)(6) 2024 because things were working perfectly however then things started to go by the wayside/"went kaput" and they started having urinary tract infections (utis). Patient stated they'd had utis in the past prior to getting the implanted system but hadn't had any since they got the implant until sometime in the end of march/early (B)(6) 2024. Then a couple weeks ago, the patient started having severe back pain at the ins site that would radiate around the area where the ins was. Patient stated there were even times when the ins site felt warm to the touch. Patient stated it was right where the battery was and they weren't sure if it was the equipment in their body or what but then they started losing all control and would wake up from an accident having wet the bed. Patient stated they were urinating all over themselves and the pain had gotten so bad they went to the emergency room at the hospital two separate times. Patient stated they gave them what they thought was an ultrasound and had all their records transferred over today and they found no uti and nothing wrong with them so the patient turned off the therapy until they could get into an appointment with their managing health care provider (hcp) at their next scheduled appointment on (B)(6) 2024. Patient stated they called their manufacturer representatives (rep) on friday (B)(6) 2024 and then on saturday and left a message for the reps but hadn't heard back. Patient stated they called their hcp office to request to speak with a rep and the receptionist at the office told them they had to be patient and the patient stated they did not appreciate that. Patient called patient services to see what could be done. Patient denied having had any falls or traumas that would have led to the issue. Patient stated at first they thought it was happening from the way they were sleeping on their mattress so they changed their sleeping arrangements however the pain persisted and the only way it stopped was if they had the therapy off. Patient stated they didn't have any pain with the ins off. Patient services reviewed the role of the rep and patient services with the patient and redirected the patient to follow up with their health care provider (hcp) to check the implanted system. Patient was curious about programs and device description/function so patient services reviewed. Patient wanted assistance in connecting to their settings and so patient services walked the patient through connecting to their settings. The therapy was on. Patient stated they'd been on the same program, (program 4,) since implant and that they were currently at 3 something ma. Patient stated they wanted to try a different program so they switched to program 3 and increased the stimulation to 0.5 ma where they confirmed they felt a comfortable fluttering tingling in their bike-seat. Patient stated they also felt a tingling at the ins site. Patient services reviewed stimulation considerations and redirected the patient to follow up with their hcp to check the implanted system. Patient stated the tingling at the ins site went away when they took the communicator away from the ins site and they continued to feel the stimulation in their bike-seat. Patient stated they were going to monitor their symptoms and reach out to their hcp to see if they could get an earlier appointment to check their implanted system. Patient services also reviewed communicator battery light function with the patient. External devices were functioning as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.